Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the patient experienced a cgm accuracy issue. The patient¿s granddaughter could not wake her up as she was unresponsive. Emergency medical services (ems) was called. The patient woke up when ems arrived; the patient¿s cgm was reading 68 mg/dl, and the bg meter was reading 28 mg/dl. Ems treated the patient with oral glucose gel, and she was transported to the emergency room (ER). At the ER, the patient¿s sensor was removed and only bg meter readings were used for treatment decisions. The patient was treated with unspecified IV fluids and a glucose tablet. The patient was discharged 5 days later. The patient was in ¿normal¿ condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. The patient¿s granddaughter could not wake her up as she was unresponsive. Emergency medical services (ems) was called. The patient woke up when ems arrived; the patient¿s cgm was reading 68 mg/dl, and the bg meter was reading 28 mg/dl. Ems treated the patient with oral glucose gel, and she was transported to the emergency room (ER). At the ER, the patient¿s sensor was removed and only bg meter readings were used for treatment decisions. The patient was treated with unspecified IV fluids and a glucose tablet. The patient was discharged 5 days later. The patient was in ¿normal¿ condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.